Manufacturer narrative:
Unknown manufacturer: (B)(4). The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ posiflow catheter leaked. The following information was provided by the initial reporter: it was reported by the health professional the posiflow is leaking.